Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to (B)(6) general emergency room with low flow alarms. The patient was treated with fluid boluses for rehydration but flows have not gone above 2.5 l/min. Hemoglobin was 13.7 g/dl and lactate dehydrogenase (ldh) was 325 u/l. Computed tomography angiography (cta) revealed outflow graft (ofg) occlusion and possible ofg twist. There was a twist at the beginning of the outflow grafts. The graft was long and there was end-to-end anastomosis in the middle. The surgeon untwisted the graft and resectioned 1 inch of the graft with end-to-end anastomosis. The right ventricle (rv) was sluggish before the case. The patient had severe coagulopathy needed a lot of products. The patient went back to the operating room for control of bleeding. The patient was placed on extracorporeal membrane oxygenation (ECMO). Family opted for comfort care. Care was withdrawn and the patient expired on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
Section d4, h4, h7, h9: additional information manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms; however, the reported outflow graft twist could not be confirmed as no product was returned for evaluation and the submitted photo could not be confirmed. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2020 at 10:12:43 through 11:56:19. Low flow events were captured throughout the log file from (B)(6) 2020 at 10:15:51 through 11:56:19. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended. The patient expired on (B)(6) 2019. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the IFU also warns that twisting of the outflow graft has been identified in some patients post-operatively. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also warms that firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. No further information was provided. The manufacturer is closing the file on this event.